Event description:
During an ercp procedure, the physician used a wilson-cook huiebregtse needle knife papillotome, while in the patient's ampulla, the needle was advanced to the desired site and cautery was applied. When the needle was retracted back, the physician noticed that the needle had disintegrated. At the physician's discretion, no retrieval efforts were attempted. Post procedure, no harm to the patient was reported.